Manufacturer narrative:
Continuation of d10: 5076-58 lead, implanted (B)(6) 2020; 5076-52 lead, implanted (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope, vomiting, hypotension and a heart rate in the forty beats per minute range. A device interrogation indicated t-wave oversensing (twos) on the right ventricular (rv) lead on current electrograms (egm). It was also noted that low impedance was noted on the patient's epicardial left ventricular (lv) lead. The patient had two lv leads which were y-adapted. No twos was observed the following day; however, rv lead sensitivity was adjusted. No further action was taken. The rv and lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized at a different hospital system and unknown if the reported issues were contributory or not.